Event description:
During an avm embolization with onyx, it was reported that the catheter broke and onyx diffused into the left posterior vertebral artery and basilar artery. No patient injury reported. Same event as MDR # 2029214-2009-00254.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.